Event description:
A call to technical services was made on (B)(6) 2013 states that this lead was experiencing tremor on electrogram but there was no oversensing. Caller thought that this might be an interference at the hospital. There was no noise on shock electrogram and no oversensing. Caller stated that noise was not reproducible with isometrics . The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).